Manufacturer narrative:
Other text: investigation completed on a smiths medical fluid warming level 1 trauma fast flow systems - h-1200 constant air in line detector alarm was revealed upon start up and isolated to faulty micro switch in the filter holder assembly. The physical condition of device revealed scratches on it and damage drain valve. Repair summary included: replaced filter holder assembly, replaced old style float switch, replaced wear and tear line cord, replaced damaged drain valve, replaced faulty air detector membrane switch, replaced crack front and rear cover air detector case. Replaced fan guard and return tube. Installed tempcheck test fixture e5993 due may 2021. Measured temperature was 41.7 degrees which is within tolerance. Device passed all functional and electrical tests.

Event description:
Device evaluation completed and summary in h10, additional information.

Event description:
It was reported that a smiths medical fluid warmer had a constant air in line detector alarm. No adverse patient effects were reported.